Event description:
It was reported that the patient presented post-procedure with pain around its device pocket. Chest x-ray imaging showed that the atrial lead was dislodged from the right atrium to the right ventricle. The lead was successfully re-positioned on (B)(6)2023. The patient condition was stable.